Event description:
During procedures for bilateral lower extremity ischemia, the trailblazer catheter tore in half while in the body and was able to be retrieved and successfully removed with no patient harm. Surgery was successfully completed.